Manufacturer narrative:
The field service engineer (fse) inspected the instrument and noted the wash buffer inlet tubing was folded up. The fse adjusted the tubing to allow for free flow of the wash buffer and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. The customer retested the same patient samples and obtained acceptable b-type natriuretic peptide (bnp) results from 38.9 pg/ml to 2,206.1 pg/ml.

Event description:
The affiliate reported the customer alleged erroneous b-type natriuretic peptide (bnp) results, for two patients, involving the access 2 immunoassay system used in conjunction with the bnp reagent and calibrator. The customer obtained initial bnp results of 38.9 pg/ml for one patient and 51.3 pg/ml for the second patient. The customer stated the results were released out of the laboratory. It is unknown if patient care was affected due to the erroneous results. There has been no report of patient consequence or change in patient treatment associated with this event. The customer stated levels 1 and 2 of quality control (qc) were out of range the day following the event, after the erroneous results were obtained. The patients¿ samples were collected in 3 ml becton dickinson (bd) lithium heparin tubes and centrifuged at 4,800 rpm (rotations per minute) for three minutes, at room temperature. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.